Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and cracked reservoir tube.

Event description:
It was reported that the loaner insulin pump was returned. Nothing further reported.